Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 4.0 mmol/l and 1.6 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).